Event description:
The surgeon was performing a revision surgery to extend the construct from l3-l5 to l2-l3. The patient was fused. While removing the old screws, the driver tip bent. There was no reported injury to the patient.

Manufacturer narrative:
Investigation is pending.